Manufacturer narrative:
Unit functioned properly during functional check including rewind and basic occlusion, occlusion, prime/delivery, the excessive no delivery, displacement, self-test, unexpected restart test and all operating current test. Pump received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and stripped battery cap coin slot.

Event description:
Customer reported via phone call that battery cap was not able to be removed. Customer attempted to remove battery cap with a quarter and flat head screwdriver and was not able to. Customer had low blood glucose of 38 mg/dl, which was treated with food and bolus delivery. Customer was advised that insulin pump would need to be replaced.